Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one inappropriate shock due to oversensing small r-waves, t-waves, and likely myopotentials while the patient was shoveling snow. The patient was sent for x-ray imaging. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one inappropriate shock due to oversensing small r-waves, t-waves, and likely myopotentials while the patient was shoveling snow. The patient was sent for x-ray imaging. The s-ICD system remains in service. No adverse patient effects were reported.